Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and did not open, preventing user from removing the required medication. The customer indicated this resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half-height smart 3.1 drawer was getting stuck, and multiple cubies on auxiliary 7.1 were not detected on the bus. A field service engineer reseated the row board cable on the 622 board for auxiliary 7.1. Slide bumpers were replaced on auxiliary drawers 3.1, 3.2, 7.1, and 7.2. The hardware test application (hta) was accessed to run final tests on auxiliaries 3.1, 3.2, and 7.1, all of which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and did not open, preventing user from removing the required medication. The customer indicated this resulted in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h a supplemental MDR was submitted to reflect the correct device manufacture date.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and did not open, preventing user from removing the required medication. The customer indicated this resulted in a delay. There were no adverse events or injuries reported based on this event.